Event description:
According to the literature, a retrospective study assessed the oncological and toxicity outcomes after thermo-ablative therapy for in-field oligo-recurrent prostate cancer antigens between january 2012 and december 2020. There were 43 patients who were treated for infield pelvic oligo-recurrent relapse with 49 lesions treated with either cool tip rfa or cryoablation. In patients treated for bone lesions, the vast majority (83%) experienced recurrences that included an osseous site, and for relapses after treating nodal sites, 71.4% occurred exclusively to nodal sites, and 28.6% showcased osseous lesions. Six toxicity events were observed in five patients (11.6%) classified according to the dindo¿clavien classification: four grade I (acute urinary tract burning sensation, acute dysuria for one week, acute post-operative local pain, prolonged s1 sciatalgia), one grade iiia (acute urinary retention due to an uretral stenosis requiring a catheter), and one grade iiib event (urinary incontinence and uretral stenosis requiring endoscopic ureterotomy 16 months after a cryotherapy procedure for a local prostatic recurrence post-rt). Both grade iii events occurred after procedures targeting the prostate, with per-operative difficulties due to local considerations (small prostatic gland, fibrosis due to previous rt +/- high intensity focused ultrasound treatments) and already harboring pre-procedure obstructive urinary symptoms.

Manufacturer narrative:
Title: single-center experience of focal thermo-ablative therapy after pelvic radiotherapy for in-field prostate cancer oligo-recurrence source: frontiers in oncology 11:709779. If information is provided in the future, a supplemental report will be issued.